Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) for additional information customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with 24 m/dl blood glucose, and had another incident on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident, but did not require emergency treatment. The customer also had an incident on (B)(6) 2017, on (B)(6) 2017 they were at 31 mg/dl, and on (B)(6) 2017 she was at 26 m/dl. The customer used carb intake, soda, and intravenous glucose to treat for the various incidents. The customer experienced symptoms such as loss of consciousness and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also called about their broken belt clip. And a button error alarm. The insulin pump will be returned for analysis.